Event description:
Upon completion of open heart surgery, anesthesia tech noticed fluid inside of level I reservoir was pinkish in color suggesting 'mixing' of pt IV with the fluid from the level 1 reservoir. Fluid from l-70 tubing set and hl-90 reservoir tested positive for blood. MFR's quality assurance dept was contacted by hosp and notified of incident. L-70 tubing set will be sent back to MFR for testing.